Manufacturer narrative:
Philips investigated this complaint. According to the information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) visited the site and confirmed that there was no geometry movements because the control module was not active. To resolve the issue the fse replaced the control module and returned to philips for further analysis. The analysis confirmed the malfunction of the control module and identified that the angulate beam joystick exhibited very light haptic feedback, and the rubber beneath on the joystick was found to be ripped. The reset buzzer button had transparent tape applied over it, and the button cover was loose. Surface damage was observed across the top of the unit. Additionally, the table and clea joysticks showed no response during testing. However, following the replacement of the control module, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system's control module was not active, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.